Event description:
It was reported that the pump was not holding a charge well, requiring charging every two days, the slide for inserting the cartridge was degrading, and the screen had scratches. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and did not seek additional follow-up or assistance.